Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was treated for an abdominal aortic aneurysm on (B)(6) 2017, with the implantation of an afx bifurcated stent graft and an afx vela suprarenal stent. On (B)(6) 2024, it was reported that the patient was diagnosed with a type ib endoleak and an endoleak of indeterminate origin, possibly a type 3b or type ia endoleak. An angiographic computed tomography (CT) scan revealed distal migration and a significantly kinked vela suprarenal and proximal migration of the afx bifurcated stent graft within a 110mm diameter abdominal aortic aneurysm. On (B)(6) 2024, the patient underwent a re-intervention during which the physician implanted an afx2 bifurcated stent graft, two afx limb stent grafts, and a (non-endologix) artivion nexus 34x125mm tube. (MFR #3011063223-2024-00127) a follow-up CT scan performed on (B)(6) 2024, revealed a type iiib endoleak with sac filling during the late phase of the CT angiogram. The patient was transferred to another hospital for a second opinion, where open surgery was performed. During this procedure, the initial afx2 stent was found to have structural defects in its covering, and porosity was observed through both the new and old layers of the stent. It was reported that the patient is currently doing well.

Event description:
The patient was treated for an abdominal aortic aneurysm on (B)(6) 2017, with the implantation of an afx bifurcated stent graft and an afx vela suprarenal stent. On (B)(6) 2024, it was reported that the patient was diagnosed with a type ib endoleak and an endoleak of indeterminate origin, possibly a type 3b or type ia endoleak. An angiographic computed tomography (CT) scan revealed distal migration and a significantly kinked vela suprarenal and proximal migration of the afx bifurcated stent graft within a 110mm diameter abdominal aortic aneurysm. On (B)(6) 2024, the patient underwent a re-intervention during which the physician implanted an afx2 bifurcated stent graft, two afx limb stent grafts, and a (non-endologix) artivion nexus 34x125mm tube. (MFR #3011063223-2024-00127) a follow-up CT scan performed on (B)(6) 2024, revealed a type iiib endoleak with sac filling during the late phase of the CT angiogram. The patient was transferred to another hospital for a second opinion, where open surgery was performed. During this procedure, the initial afx2 stent was found to have structural defects in its covering, and porosity was observed through both the new and old layers of the stent. It was reported that the patient is currently doing well. Subsequent to the initial MDR report, it was identified that the explant was previously reported to the FDA under MFR #3011063223-2024-00127; therefore, please remove this submission from our database and refer to MFR #3011063223-2024-00127 follow-up 003 for all information.

Manufacturer narrative:
Subsequent to the initial MDR report, it was identified that the explant was previously reported to the FDA under MFR #3011063223-2024-00127; therefore, please remove this submission from our database and refer to MFR #3011063223-2024-00127 follow-up 003 for all information. B5: describe event or problem - updated.